Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 01/13/2015.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received procedure was a vaginal hysterectomy, left salpingo-oophorectomy, uterine morcellation, bilateral paravaginal repairs using pelvicol (porcine dermis), uretex tension-free suburethral sling, cystoscopy, uterosacral colpopexy, enterocele repair, rectocele repairs using pelvicol, anal sphincteroplasty, and perineoplasty. Alleged complications post implant include pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.